Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the lead wire has "started to go bad." Follow up with the physician's office indicated that the pacing impedance had jumped around and triggered alerts for high impedance. The lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.